Event description:
Ineffective therapy was reported at the first follow-up appointment following initial implant. The physician confirmed migration of the lead, it migrated from t7 to l3. The patient reported no falls or trauma. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.